Manufacturer narrative:
The return includes the abutment without the crown intact, the fractured abutment hex, and the abutment screw. Deformation can be observed around the abutment bevel connection. Areas of green anodization has worn off from around the fractured hex. Significant deformation can be observed within the internal hex engagements of the abutment screw. The abutment screw appears to be stripped.

Event description:
This report is a summary of one (1) malfunction event. A review of the event(s) involved a device experiencing a broken hex. No adverse event patient information was reported. No information regarding patient demographics have been provided.